Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 24 and 36 hours. The patient noticed the pod leaking insulin when a bolus was administered. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.